Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. So far no samples were received from the customer. The issue was reported to the supplier where we purchase the product from. As soon as we receive their report on the investigation of the alleged issue, we will file a supplemental report.

Event description:
Gel barrier in the photo with specimen appears to have at least two layers with different densities causing a gradation from top to bottom. Customer provided photo. Quest continues to address the issue of serum gel separation leading to cell leakage through the gel barrier into the serum. Quest is requesting analysis on the gel component, the appearance of gel bubbles, and the contribution this may have to the issue of cell leakage based on the condition: does gel bubble(s) affect the viscosity, and/or density of the gel separator. In addition, are there any other influences from gel bubbles that can lead to issue of cell leakage. Customer supplied photographs of tube with gel bubbles (us lot) and the specimens with cell leakage (austria lot). Note, validated centrifugation by quest is using the drucker 642e at 10 minutes and 1600 rcf.

Manufacturer narrative:
Complaint (B)(6). No samples were received for evaluation. Received customer pictures. We have no remaining inventory of this material/batch. We have no further complaints for the material/batch. We forwarded the complaint and customer pictures to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documents did not reveal any deviations associated with the reported error. The cause of the event cannot be determined. Corrected and additional data: g1:manufacturer contact office; h6: type of investigation, investigation findings, investigation conclusions; h10: manufacturer narrative.